Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set fell off during use. Moreover, the issue occurred with one infusion set used for 2-3 days. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.